Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported cardiac arrest and patient outcome could not be conclusively established through this evaluation. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 30may2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was intubation and full cardiopulmonary resuscitation (CPR) by skilled nursing facility staff and emergency medical services (ems). This included multiple rounds of vasoconstrictor and blood pressure support medication which did not reverse asystole.

Event description:
It was reported that the patient passed away related to cardiac arrest. Patient is thought to have aspirated and had unwitnessed arrest with pump running and alarming. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death. The device will not be returned for evaluation.